Manufacturer narrative:
Device used for treatment, not diagnosis. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Non-sterile article/part was manufactured in the us under article 04.210.118 with lot 7517722. Manufactured in monument on november 20, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was not implanted due to complained event and a shorter screw was used in its place. Implant date field should have been left blank on initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: it was reported that the devices were used for a distal radius fracture case. The screw was inserted into the angled screw hole toward the radial styloid process at the most distal radial side using the torque limiter. The surgeon found that the torque limiter was spinning and the screw could not be locked. He didn¿t hear a clicking sound of the torque limiter, so he used a shorter screw as a substitute and finished the operation. Due to the incident, the operation was extended for 15 minutes, there was no patient harm. This report is 1 of 3 for com-(B)(4).